Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins).  During the call, the pt reported that her previous ins was replaced with a different ins. Troubleshooting asked, and the pt reported that the replacement wasn't due to normal battery depletion. Pt reported that the first ins was implanted in the wrong location. Pt explained the ins was implanted "too far to the left" and was implanted on the pt's pant band, which caused the pt "excruciating pain". Pt reported as well that they were having problems charging the ins, so that when the pt went in for surgery, the doctor moved the ins closer to the center of the pt's spine and replaced the ins with a "quicker battery".